Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 13-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both implantable neurostimulator devices had been removed at the end of 2014 for "battery depletion."